Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found followings; at the visual inspection, no obvious scratch and crack were found on the outer surface of the subject device. No obvious scar was found on the endoscopic forceps. 9 black spots were found on the image of the subject device. The inspection results of the subject device were ok, and no abnormality was found. After sterilization, the subject device was sent back to the user on (B)(6) 2021. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified one kind of microbe. The last reprocesses date was (B)(6) 2021. The device had been reprocessed with a non-olympus automated endoscope reprocessor, a brand name, guangzhou aoli using ortho-phthalaldehyde. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.